Event description:
The customer returned the video system center to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had scope communication error (b30), flickering display and frozen front panel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, scope communication error (b30) is displayed when camera head is connected due to defective video connector unit, front panel was frozen and unresponsive due to defective printed circuit board and image displayed flickered due to patient board set malfunction. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.